Event description:
It was reported to medtronic minimed that the customer reported crack on pump. The customer reported no adverse event. The event involved product(s) mmt-754wwb. Troubleshooting was not performed. No harm requiring medical intervention was reported. Mmt-754wwb was returned for analysis.

Manufacturer narrative:
Pump received with cracked case, cracked belt clip slot and cracked reservoir tube lip. The pump passed the displacement test and the test p-cap/reservoir does lock into place. Cosmetic damage was confirmed at cracked case. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.